Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that pump had a rotation issue. Per service reports, this complaint can be confirmed. It was found during evaluation that the rotation of the suction pump motor was failed. Further, cpu board was defective. Also, tips and rubber feet were worn out and left and right lexan covers were cracked. The safety cover, maintenance kit and cpu board were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling might be the most probable root cause for the damaged left and right lexan covers. Due to prolonged usage overtime the tips and rubber feet might worn out. However, with the available information, we cannot determine the root cause for the defective cpu board. The defective cpu board and worn out tips and rubber feet would have caused the customer to experience the reported problem. This serialized device (B)(4) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the custom in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the pump device had a rotation issue. During in-house engineering evaluation, it was determined that the rotation of the suction pump motor on the device failed. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.